Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe had a foreign matter inside the barrel. The following information was provided by the initial reporter: a plastic piece got mixed in the barrel and I was unable to move the plunger rod.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. No additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-jul-2022. H6: investigation summary the returned syringe was examined and exhibited a hard piece of plastic inside the barrel. Unable to perform DHR check for foreign matter in barrel due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. A definitive root cause cannot be determined.

Event description:
It was reported that the bd ultra-fine¿ ii 1/2ml insulin syringe had a foreign matter inside the barrel. The following information was provided by the initial reporter: a plastic piece got mixed in the barrel and I was unable to move the plunger rod.